Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device hardware failed and drawer 3.1 displayed error as device was not detected on bus. The field service engineer (fse) powered down the station, removed the back panel, and reseated all cables at auxiliary drawer 3.1 and 3.2. The back panel was reinstalled, and the station was powered back on. Final testing was performed in the hardware test application (hta) for drawers 3.1 and 3.2, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station had a hardware failure, and the device was not detected on the bus. The customer rebooted the device and attempted recovery; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.